Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 1802, and 4621.

Manufacturer narrative:
Patient's weight unavailable. (B)(4).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to the patient being upgraded to an ICD lead. A spectranetics lead locking device was inserted into the rv lead to provide traction to aid in the lead''s extraction. The physician began by choosing a spectranetics 16f glidelight laser sheath. Encountering stalled progression in a calcified area within the vasculature, the physician chose to switch to a spectranetics tightrail sub-c rotating dilator sheath. Switching back to the glidelight device with no progress made, then to a tightrail device, another physician joined in the case and began using the 16f glidelight device once again. At that time, the patient's blood pressure dropped. Rescue efforts began, including rescue balloon and CPR. The patient was transported to the or for further intervention (it was reported that the glidelight device was left in the body during transport to the or). A sternotomy was performed and a tear in the superior vena cava )svc)/ra junction was discovered. The lld present within the rv lead was cut and capped and remained in the patient's body (please reference MDR 1721279-2021-00073 which captures the lld within the rv lead that was cut/capped and remained within the patient's body). Despite rescue efforts and repairs, the patient died on (B)(6) 2021. There was no alleged malfunction of any spectranetics devices in use during the procedure.